Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a (B)(6) male patient, height 158 cm, weight (B)(6) while in the cardiac care unit during use. Approximately 7 hours after the intra-aortic balloon (iab) was inserted via left femoral artery without issue, the waveform appeared different than usual. As a result, the iab was removed successfully and appeared to be ruptured. There were no pump strips generated for review. There was not another attempt at the procedure. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is fine. It was noted that the intra-aortic balloon pump used was an arrow acat1. S/n (B)(4). Add'l info rec'd stated the iab was pulled negative when removing from the tray. The iab was removed along with the sheath. There was no alarm that occurred. The original indication of the defect reported was that the waveform was unusual. The user also found blood inside the gas tube. The second iab was not inserted because the patient was in good condition after removing the first iab.